Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation; tubing, connectors, and injection ports were not returned. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Additionally, a tear was identified within the crease measuring approximately 0.1 cm. The evaluation determined that the cause of the deflation was the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation/chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor smooth round spectrum 175cc saline prosthesis experienced left sided deflation after falling post procedure. The deflation was confirmed through a physical examination and magnetic resonance imaging. As a result, explant and replacement with mentor-smooth round spectrum saline implants was performed on (B)(6) 2021. The patient is stated to be fully recovered.